Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
(B)(4). Plastics replaced: front case, rear case. Other repairs: fails pda (354.6770 50x on error log): replaced pressure sensor & harness. (Old s/n: (B)(4), new s/n:(B)(4). Barrel clamp: cracked; tube drive: bent (lt); iui's: oxidized contacts; module latch: worn acutator. ===maintenance actions completed: calibration p/m. ===tamper seal: intact on receipt. (B)(4).